Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No unexpected numbers ramping or scrolling screen noted. Insulin pump had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump has a keypad anomaly, screen kept scrolling up and down. Customer's blood glucose level was 126mg/dl. Customer stated she does not recall any significant events that may have cause the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.